Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, the patient reports that the pain never diminished after 6 months, and approximately 1 year post implantation, the patient developed a small swelling of a baker cyst. Patient has had multiple clinical visits, procedures, medications, and nothing has resolved the issue, and the cyst has now divided into two cysts, about the size of a golf ball. Attempts have been made, and no additional information is available.

Manufacturer narrative:
(B)(4). D10: unknown tibial component. Unknown bearing. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2. Upon receipt of additional information, it was determined that this device was reported under the incorrect manufacturer. This report should be considered void, and the event will be reported under MFR (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately 6 months post op, the patient continued to have knee pain past normal physical therapy schedules, and pain never reached pre-implantation level. Patient was diagnosed with a small baker's cyst at 1 year post op. Approximately 4 years post implantation, the patient underwent an arthroscopic procedure to excise scar tissue; implants were noted to be in good position and no other issues noted. Patient has undergone many tests and imaging over the course of the last 12 years. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, a4, b4, b5, b6, b7, g3, h2, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.